Event description:
It is reported that the pt is experiencing pain and is unable to put any weight on his right leg.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is nk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. No devices or photos were received; therefore the condition of the components is unk. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(6). Implant date - (B)(6) 2007. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately 9 years post-implantation due to chronic pain and inability to bear weight. During the procedure, the femoral head was removed and replaced. There have been no additional patient consequences.